Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery. During the procedure, a break was noted in the portion of kink resistant tubing (krt) that goes into the balloon. The balloon was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned balloon confirmed a tear in the balloon kink resistant tubing (krt) that is consistent with fatigue . The filament appeared to be in-tact. Inspection of the remainder of the device, apart from the observed damage, revealed no other irregularities. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery. During the procedure, a break was noted in the portion of kink resistant tubing (krt) that goes into the balloon. The balloon was explanted and replaced. There were no patient complications reported.